Manufacturer narrative:
Zimmer biomet complaint number cmp (B)(4). Weight unknown / not provided. Email address was not provided.

Event description:
It was reported that the implant at tooth site 30 was removed due to infection and bone loss. Site was grafted after removal. Symptoms as a result of the event: pain & inflammation